Event description:
It was reported on (B)(6) 2025 that the patient experienced a skin irritation with scabbing and pus while wearing the electrode - patch - universal 2 channels. The patient did not follow the skin prep instructions and had no known skin sensitivity. Patient stated they sought medical attention and were prescribed hydrocortisone medication. The patient was offered alternative electrode with the lead wire adaptor (lwa) for a replacement, but the patient selected flex adaptor with vermed cloth skin electrodes for sensitive skin. Patient has elected to perform a break in service and will continue activation on (B)(6) 2025.

Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced a skin irritation with scabbing and pus while wearing the electrode - patch - universal 2 channels. Patient stated they sought medical attention and were prescribed hydrocortisone medication. The patient reports not following the skin prep instructions and does not have skin sensitivity or allergies to metals or adhesive. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and is disposed after use; therefore, it is not likely to be returned. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years of age and performed improper application technique as the patient did not follow the instructed skin prep regimen. The product labeling advised patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.